Event description:
According to the reporter, the device alarms and won't charge when the charge button is pressed. There were no reports of any adverse affects to a patient as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would power up and monitor ECG but would not charge the defibrillator or deliver energy. The customer declined to repair the device and will permanently remove it from service.